Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent generator replacement on (B)(6) 2012, due to nearing eos. The explanted generator was returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
The manufacturing records were reviewed on (B)(6) 2012 for the generator; all components met specifications prior to shipment.

Event description:
On (B)(6) 2012 clinic notes dated (B)(6) 2012 were received through case management. Review of the clinic notes revealed that the patient continued to have daily seizures of anywhere from 3-9 complex partial seizures per day. The patient's head turns to the right, his arms jerk, and he has lip smacking. The patient's settings were output=1.75ma/frequency=30hz/pulse width=500usec/on time=60sec/off time=3min/magnet, output=2ma/magnet on time=60sec/magnet pulse width=500usec. The battery was reported to be less than 25% left with ifi=yes. The notes also state that the seizure activity could be due to the vns battery nearing end of service. The patient was referred for surgery due to nearing end of service. Although surgery is likely, it has not yet occurred. The physician later reported that the increase in seizures was first observed on (B)(6) 2012. The physician attributes the increase in seizures to the battery nearing end of service. The relationship of the increase in seizures is above pre-vns baseline levels as pre-vns levels were 2-3 per week and now the patient is having 3-9 per day. The physician stated that the patient has multiple seizure types that both increased, but did not specify the type of seizures. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. Review of the data from the generator indicated that the pulsedisabled byte was set to a value that does represent a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters and neos =yes. The data in the diagaccumconsumed memory locations revealed that 100.778% of the battery had been consumed. The battery voltage value stored within the generator (2.461 volts reported during fet (measured diagvbat)) suggests an neos partially depleted battery condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications, except for capacitor c4 out of specification, which is not expected to have an adverse effect on battery longevity. The cause for the out of specification capacitor c4 value (v cpu) is likely associated with component aging. Other than the noted errors, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Follow-up from the patient¿s mother provided that the vns has never reduced seizures, but has reduced intensity, which was seen when the battery died in the past.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all components met specifications prior to shipment.